Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds and difficult to removed. This lead was succesfully replaced. No additional adverse patient effects were reported.